Event description:
It was reported that during the surgical procedure the shaft of the is2000 bipolar maryland tip forceps instrument broke and a piece fell inside of the patient. The broken piece was retrieved and the planned surgical procedure was completed with a replacement instrument of the same type. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
H10: - the instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument proximal clevis was broken at the main tube interface. A piece of the proximal clevis was missing and the main tube was found to be intact. Engineering evaluation determined that the failure mode experienced by the customer was a result of damage to the proximal clevis. As indicated in the complaint notes, the broken piece was successfully retrieved.